Manufacturer narrative:
Correction: remove: the customer reported elevated blood glucose level was not impacted. Add: customer's blood glucose level was not impacted.

Event description:
Customer's blood glucose level was not impacted.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received an inaccurate fill estimates. Cold insulin had been used . The customer reported elevated blood glucose level was not impacted. No troubleshooting because event was in the past.